Manufacturer narrative:
(B)(4). The device was not returned. Received additional information per sales rep.: did anyone state, that the incident was caused by our device, as leak test and donuts were ok? After firing of the device all was good. But now surgeon think the open anastomoses was caused because of stapler. On what tissue type was the device used? What was the quality of the tissue? Good tissue quality, rectum. Was the device used on thick tissue? Normal tissue. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. What confirmation did the surgeon receive that the anvil was firmly attached to the trocar of the device? Anvil was attached. When the device was fired, what was the location of the indicator within the gap setting scale (top/thin, middle/medium, bottom/thick)? Thin. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? There is always one crossing point because of the staple line from the sigma resection. How was it confirmed that the device was fully fired (crunch, lever compressed until unable to fire further, etc.)? Crunch. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After firing, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from the tissue? If yes, how many revolutions of the adjusting knob were used to open the device? No. What kind of leak test was performed? Liquid leak test. What were the patient's pre-op diagnosis, did he/she suffers from cancer, morbus crohn or colitis ulcerosa? No operation before. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? No. What is the age and sex of the patient? Female, born 1961 what is the current status of the patient? Patient has a stoma, so far not able to work. Psychic problems. Was the stoma planned to be reversed, is a reversal already determined? At the moment irreversible stoma. Is there any other additional information you would like to share about this device, procedure, patient or physician? No.

Event description:
It was reported that after a sigmoid resection (diverticulitis) procedure, an end to end anastomosis with circular stapler was performed. Two donuts were intact and included all tissue layers. Leakage test was successful. One day postoperative patient developed sudden pain and was in bad condition, kidney failure and sepsis. Transfer to the hospital of (B)(6). Computer tomography performed second day postoperative. Emergency operation because of total open anastomosis. Patient has a stoma.